Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2015-77486. (B)(4).

Event description:
The customer's father reported via phone call that they have had several incidents where they fill the reservoir with insulin and then the insulin pump alarms motor error and after changing the reservoir, alarm does not occur again. It was stated that there was son resistance moving the plunger when filling the reservoirs. Blood glucose value was 120 mg/dl. It was advised to call back when they are able to troubleshoot. The insulin pump would not be replaced or returned for analysis.